Manufacturer narrative:
B5: additional information received stating that the infusion pump and the nipride solution tubing were replaced to resolve the issue and the patient's blood pressure dropped 15 minutes later. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patients date of birth was reported as (B)(6). (B)(6). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced through troubleshooting of the device. The reported condition was verified. A review of the event history log identified multiple downstream occlusion messages. The cause was determined to be the force sensor reading out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during nitroprusside sodium (2.2 units not specified) infusion with a spectrum iq pump, a downstream occlusion alarm occurred. It was reported the patient's blood pressure increased above 165mmhg. Treatment for the event was not reported. The patient's intravenous access PICC line (IV) was working properly with no occlusion reported. The IV tubing was intact when taken out of the pump. At the time of this report, the patient outcome was not reported. No additional information is available.